Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic with pacemaker in back up operation and programming changes were made. The pacemaker went to back up operation again. The pacemaker was explanted and replaced. No patient consequences reported.

Manufacturer narrative:
The reported event of backup mode was confirmed. As received, the device was in backupmode. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range, with signs of rapid depletion. Hybrid circuitry was tested, indicating high current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.